Manufacturer narrative:
Upon return to facility to repair the stretcher, the staff were unable to locate the stretcher. Therefore, these issues were unable to be repaired by the stryker field service technician.

Event description:
It was reported by service report that the foot end jack is drifting down and there is a missing foot end pump spring. No patient involvement or adverse consequences are reported.